Event description:
It was reported that an asymptomatic patient presented in-clinic for follow-up and a stored egm noted post-paced t-wave oversensing. Programming changes were made. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.